Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h10 a visual inspection was conducted on the returned screw. The screw shows signs of attempted use including marking on the screw head. The screw shaft has fractured where it meets the screw head. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure the screw fractured when it was turned several times with a screwdriver. A fragment of the screw remained embedded in the patient. The procedure was completed with other screws.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign reporter: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.